Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - boston scientific received information that three days post-implant, this right ventricular (rv) lead was found to be dislodged and loss of capture (loc) was observed. A procedure was performed and the rv lead was successfully repositioned. No additional adverse patient effects were reported. The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.